Manufacturer narrative:
Additional information added to concomitant medical products. The customer¿s report that the set broke at the y site was confirmed. Separation was observed at the engagement between the exit port of the bifuse adapter and smallbore tubing and observed only slight solvent residue along the area. Dimensional analysis of the separate tubing was within specification; and further handling/tug of the tubing engagements identified no separation or any issues no testing was deemed necessary due to the obvious separation. The root cause was identified as insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that 4 bifuse sets broke at the y site during an infusion. Although requested there was no further details or information provided. There was no report of patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Section a: although requested, patient demographics not provided.

Event description:
The customer reported that 4 bifuse sets broke at the y site while on this patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a broken bifuse at the y connection (parallel connector) was confirmed. The separation was observed at the engagement between the exit port of the parallel connector and smallbore tubing components. Further inspection of the separated tubing end observed trace of solvent along with a solvent ring away from the tubing end. Further visual inspection under magnification observed trace of solvent. Based on the noted solvent ring indicating the likely tubing depth previously within the parallel connector, the tubing looked to have been inserted fully. Dimensional analysis of the separated tubing was observed to be within specification of 0.079 ± 0.002 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause has not been identified.

Event description:
It was reported that 4 bifuse sets broke at the y site during an infusion. Although requested there was no further details or information provided. There was no patient harm.